Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not returned at the time of MDR submission. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
The following was reported: during the use of a karl storz electrode : 011165-01, during a uterine fibroid resection, the electrode partially opened, releasing a small piece of it during the procedure. An active search was conducted for the fragment, but it could not be detected either outside or within the endoscopic field.